Event description:
This 67-year-old male patient came to (B)(6) on (B)(6) 2025 for an elective outpatient removal of a vena cava filter with interventional radiology and the catheterization tab. The device malfunctioned during the procedure, resulting in the snare loop becoming ensnared at the filter neck. Despite numerous attempts to remove the snare loop, they were unsuccessful. The patient's condition remained stable, and cardiothoracic was consulted. The radiologist recommended a transfer of the patient to a tertiary facility for the removal of the vena cava ivg filter, as the snares and guidewire were intentionally retained. The patient was subsequently transferred to the emergency department (ed) and remained exceedingly understanding and consented to the treatment plan. The patient was transferred to (B)(6) hospital on (B)(6) 2025, at 23:00. The filter was effectively removed through the groin area. At present, the patient is in a stable condition. The FDA 3500 form was utilized to submit all the manufacturers information.